Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Surgeon implanted device on (B)(6) 2013. The proximal portion sheared off during surgery. The surgeon opted to go ahead with the fusion. The implant dislocated and had to be removed two weeks post op.